Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that prior to use the cardiosave intra-aortic balloon pump (iabp) batteries were not charging. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d9, e1 (initial reporter, event site mail), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11 corrected fields: h6 (medical device ¿ problem code). A getinge field service engineer (fse) was dispatched to investigate the issue. The fse could not replicate the issue. The unit passed all safety and functional tests and was returned to the customer for clinical use.